Event description:
The caregiver (cg) contacted baxter?s technical service center regarding a high drain 105 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The cg stated the total ultrafiltration (uf) at the end of therapy was 2034ml. The cg stated the patient's fill volume equaled 2000ml. The technical service representative (tsr) explained the alarm. The cg stated they already notified the registered nurse (rn) of the alarm. No further information was available at that time. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The registered nurse (rn) returned product surveillance's call on (B)(6) 2012, regarding the reported event. The rn stated she was not aware of the alarm itself, but she knew the patient had an issue and it was resolved. Product surveillance informed the nurse of the alarms meaning. The rn stated the patient has been continuing therapy successfully on the cycler. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(64. Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.